Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level, with the level recorded as 400 mg/dl. To address the issue, customer technical support provided pump reset information and assisted the caller in resetting the pump, with no recurrence of the malfunction code. The customer was advised to continue using the pump and to contact support if the code recurs, which the caller acknowledged and understood.